Manufacturer narrative:
(B)(4).

Event description:
Doctor contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's transmitter failed. There was no report of injury or medical intervention. No additional event or patient information is available.